Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging an inaccurate result of "172 mg/dl" on the subject meter compared to "132 mg/dl" on another meter (contour), performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.